Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced sweating and was feeling "hot" and was in contact with a healthcare professional (hcp) who treated the customer with fast acting insulin (dose unknown) for a diagnosis of hyperglycemia. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.